Event description:
It was reported that film would not go into the filmer on the 2600 system. Hard copy could not be made. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjustment required to the amplifier. Adjustment made and the system found to be working as intended. System was placed back into service.